Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported a leakage detected after flushing with sodium chloride from the insertion point. Two holes on either side of the 15cm line, detecting the holes after the drawing of the piccline during use. Additional information received 24-may-2023: it was reported by the customer "no harm or impact, the patient got a new PICC-line. A new catheter was placed. Siterite8 3cg." Additional information received 5/29/2023: it was reported by the customer "length of inserted catheter is 42 cm." No other information was provided

Event description:
Customer reported a leakage detected after flushing with sodium chloride from the insertion point. Two holes on either side of the 15cm line, detecting the holes after the drawing of the piccline during use. Additional information received 24-may-2023: it was reported by the customer "no harm or impact, the patient got a new PICC-line. A new catheter was placed. Siterite8 3cg." Additional information received 5/29/2023: it was reported by the customer "length of inserted catheter is 42 cm." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of two holes in the PICC line was confirmed. The product returned for evaluation was one 4 fr powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed, one just proximal of the 15 cm depth marker and a second split just distal of the 15 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-sections (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported a leakage detected after flushing with sodium chloride from the insertion point. Two holes on either side of the 15cm line, detecting the holes after the drawing of the piccline during use. Additional information received 24-may-2023: it was reported by the customer "no harm or impact, the patient got a new PICC-line. A new catheter was placed. Siterite8 3cg." Additional information received 5/29/2023: it was reported by the customer "length of inserted catheter is 42 cm." No other information was provided